Event description:
New information states that the lead exhibited loss of capture and continued to exhibit high impedance. The lead was explanted and replaced. The patient experienced no adverse consequences.

Event description:
It was reported that the right ventricular lead exhibited high impedance. The device was reprogrammed. The patient did not experience any adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.